Event description:
It is reported by the patient's insulin pump displayed a weak battery alert as well as an unresponsive keyboard. Patient's blood glucose level is 120mg/dl. Trouble shooting was conducted and problem stopped. Device is being returned. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad traces. The device was received with normal operating currents. No unexpected battery out limit alarm or weak battery alarm noted. No frozen screen noted. The unit was received with cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. No scrolling numbers display anomaly noted.